Event description:
The string attached to a 1/2" x 3" cottonoid that comes in the crani pack was very loosely attached. When the cottonoid was pulled off of the card that it is packaged with, the string came off. This was immediately noted and the cottonoid and string were removed from the surgical field/back table.